Manufacturer narrative:
(B)(4). Batch # t5aa39, t5a123. Device analysis: the analysis results found that the sr75 reloads were received with no apparent damage. The cartridge reloads (a, b, c & d) had the swing tabs in the locked position and all were returned fully fired. No functional test was performed. The event described could not be confirmed as the reload was received fully fired. Four reloads; reload a: sr75, t5aa39 fully fired, lockout. Reloads b,c & d:sr75, t5a123 fully fired, lockout. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open colostomy closure, the staples were unformed at the firing on the colon. The same event continued after the cartridge was replaced 3 times. It is unknown if this occurred in 4 consecutive firings. Another device was used to complete the case, the surgeon managed the staple failures within the surgery, and there was no patient consequence. No further information is available.